Event description:
During a renal angioplasty procedure, resistance was encountered advancing a balloon catheter over the wire. Continued manipulation resulted int he guidewire perforating a branch of the renal artery. A hematoma in the peri-renal space resulted. Pt required two units of blood and was hospitalized for two days.